Event description:
It was further reported that the patient on impella cp support was turned in bed and the connection between the purge disc and filter broke.

Manufacturer narrative:
The investigation of limb ischemia and puge leak pump has been completed. Purge leak - reported the connection between purge disc and filter broke when turning the patient in bed. Impella cp and purge cassette were returned. Pump was cut at the catheter around 60cm and purge side arm was broken between the purge disc and filter. The root cause of the purge leak was damage to the reservoir to filter joint since it was broken when turning the patient. Limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." D9 device returned to manufacturer date added b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28014. B5 revised with additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28014. H6 medical device problem code 1069 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28014. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28014.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced limb ischemia. The plan is to place a fem to fem bypass.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿